Event description:
The patient¿s managing physician stated that the patient came into the ER with symptoms of withdrawal. The patient¿s pump and catheter were replaced. It was also noted that the patient wanted a smaller pump, and that 40 cc was too large. The patient had symptoms of fever, flu-like symptoms, nausea, headache, and increased spasticity. The medication infused was gablofen. It was later reported the patient recovered without sequelae.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# n182661002, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed coring, tears, and cuts in the sutureless connector seal. A deep, circular coring could be seen in the bottom of the cup of the sutureless connector consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing in the lab showed the sutureless connector to be leaking. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.